Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the nurse reported to the technical support engineer (tse) that the system encountered error 90, requiring a restart to resume. The error occurred twice prior to calling. During the call, the error returned. The tse checked logs and noted an error relating to the surgeon side console #2 (ssc#2). The system was a dual ssc setup at the time of the call. The tse requested the nurse to disconnect the ssc#2 while the system was off and asked the surgeon to move to the ssc#1. The tse stayed on the line while the system was restarted. The system started up with no errors and the surgery resumed using the ssc#1. The tse advised the nurse to keep the ssc#2 disconnected until the field service engineer (fse) resolved issue. The call was handed over to a senior staff nurse, the tse informed of the system status and the next action. The procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module surgeon console (pmsc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.